Event description:
It was initially reported on (B)(6) 2011 that patient experienced rigidity most of the time. An alarm was heard, but not confirmed by telemetry. At the time of the report, the patient was in a "psychiatric ward" that could have other sources of beeping sounds. It was later reported that there was a volume discrepancy; the actual residual volume (arv) was greater than the expected residual volume (erv). This was the first refill after the catheter was replaced. The patient had experienced withdrawal in august which was why the catheter was revised. The hcp expected 7 ml; the actual was 17 ml. At the next refill, the hcp withdrew 38 ml, the expected amount was unknown, but it was noted to be a large discrepancy. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted on: (B)(6) 2011, explanted on: (B)(6) 2011. Catheter model: 8709sc, serial #: (B)(4), implanted on: (B)(6) 2011, explanted on: unk. Catheter model: 8709sc, serial #: (B)(4), implanted on: (B)(6) 2011, explanted on: unk.

Event description:
Additional information: the patient experienced a return of muscle tone. The patient was not experiencing withdrawal symptoms associated with the volume discrepancies. No troubleshooting was performed to the pump other than comparing the actual and estimated volumes. The patient requested device system removal due to "multiple complications"; as of the date of the report, explant surgery had not been scheduled. The patient was reported as being "stable." It was later reported that the catheter was replaced because it was not patent; the exact issue was unknown.